Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an occlusion was found while doing preventative maintenance testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 10/14/2024. H3 one device was returned for repair. No service history was found. Event history showed "check syringe plunger sensor." Device displayed ¿check plunger sensor¿ when powered on. Additionally, found the right plunger case broken inside so it would not hold the components properly. Replaced right side plunger case and seal. Battery was missing and replaced with new one. Device passed functional testing. The device came back after 12 hours run in test showing "check plunger sensor" again. Replaced the left plunger case, plunger printed circuit board (pcb) and force sensor. Device passed verification tests again.